Event description:
During a remote follow-up, the patient experienced muscle stimulation. Upon interrogation, the device was observed to be in backup mode (bvvi) due to elective replacement indicator (eri). The physician did not allege premature battery depletion, but it was not able to be determined if the eri was due to normal or premature depletion. A firmware download was successfully performed on the device, but the following day the device was in bvvi again. As a result, the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery and backup mode due to elective replacement indicator (eri) were not confirmed. The device was received in backup mode consistent with exposure to electrocautery. After loading the product code, the device was then programed to nominal settings for the remainder of the analysis. All electrical tests were performed, including thermal and mechanical stress tests, and the device exhibited normal device characteristics. A longevity assessment was performed, and the device exceeded the projected longevity, but the battery voltage is still normal and above eri level at nominal settings.